Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb gt1 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a proximal circumflex artery into the first marginal. The patient came in to the hospital on (B)(6) 2017 for a routine check-up. Optical coherence tomography (oct) was used throughout the procedure. The vessel was determined to be greater than 2.5 mm. A rotoblader was used and multiple unspecified balloons were used for pre-dilatation. The residual stenosis was reduced to less than 40%. A 3.5 x 23 mm absorb scaffold was implanted; however, the center of the scaffold recoiled, so a 4.0 x 12 mm xience alpine stent was deployed over the scaffold for a bail-out and it also recoiled. Post-dilatation was performed with a nc trek balloon catheter. The final angiographic residual stenosis was 40-50%. Oct confirmed that the scaffold and stent were fully apposed to the vessel wall. On (B)(6) 2017, the patient returned with chest discomfort and thrombosis was observed in both the scaffold and the stent and into the marginal artery. Balloon angioplasty was performed to regain flow to the arteries. The patient had been on plavix and aspirin and the dual antiplatelet therapy (dapt) medication was changed to brilinta. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion: severely under-expanded absorb scaffold due to highly resistant in-stent restenosis (isr) lesion in a calcified vessel, requiring placement of another metallic des (xience) on top of the scaffold. Final result continued to show poor expansion by angiogram and oct showed final mld of less than 2.5mm. The thrombosis event occurring 5 days post procedure is most likely due to the under expansion of the lesion by the scaffold and metallic des. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. However, angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation determined a conclusive cause for the reported difficulty to deploy cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.